Event description:
The accounts engineer stated when the brakes are set the head end casters will ratchet when pushed and continue to roll.

Manufacturer narrative:
The accounts engineer replaced the head end casters to repair the bed.